Manufacturer narrative:
The device is pending return to edwards. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 21 mm bioprosthetic heart valve was explanted at implant due to a reported "crack" in one leaflet, described to be 5-6mm in length, which was reportedly not visible to the naked eye. This was replaced with a mechanical heart valve which may have contributed to a "prolonged cardiac arrest time." It was further reported the patient stayed in the intensive care unit for seven (7) days, post-operatively. There were no adverse patient effects reported.

Manufacturer narrative:
Evaluation summary: as received, the non-coronary leaflet had a cut of approximately 6mm in length in the belly. The edge near the right-coronary and non-coronary (rc-nc) attachment site appeared to have a straight and even edge, which are characteristic of cuts. This damage is likely due to implant or explant. No visible inconsistencies were observed on the remaining leaflets nor were any detected on the x-ray as the wireform remained intact. Method: x-ray. Result: clinical observation confirmed. Conclusion: consistent with damage occurring during the implant or explant procedure. Likely associated with surgical instrumentation. The explanted device was returned to edwards for analysis and the clinical observation could be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.